Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the nozzle being found to have foreign objects, the findings included the following: water tightness was lost due to a pinhole in the channel tube; due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a chip, the mouthpiece was loose, the plastic distal end cover had a scratch, the connecting tube had a scratch and was discolored, the objective lens had a scratch, the scope connector cover plate had peeling, switch button one (1) had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover had a scratch, the control body cover had a scratch, the switch box had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the universal cord had a scratch, the grip had a scratch, the suction cylinder was shaved, the control unit had a scratch, the electrical connector had discoloration due to water leakage, the adhesive was peeling off, the connecting tube had discoloration, and due to a scratch on the objective lens, the image had a dark partial area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the drainage was bad. There was no patient harm associated with the event. The device was returned and evaluated, and a foreign object was found to be in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.